Manufacturer narrative:
Date of event: unknown, estimated from the information available. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the over past three months, the patient experienced increased incontinence. The patient had the artificial urinary sphincter replaced. During the replacement surgery, it was noted that the patient had atrophy of tissue under cuff so a smaller cuff was placed. No further patient complications were reported.